Manufacturer narrative:
The device was returned to zoll medical for evaluation. The reported complaint of "check pads" message was not replicated or confirmed. Review of the activity log did show evidence of the analyze button being pressed multiple times. However, the device was in leads view instead of pads. The device did perform as designed and appropriately displayed a "select pads" message. This complaint has been attributed to user error. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a patient (age and gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.